Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvmwb11, (imp,tsv,mcol mg,4.7mm,11.5mml) for evaluation. Visual evaluation was performed, the returned mount was fractured in half. An additional retaining screw was returned. No damage was identified. Device history record (DHR) review was completed for the subject lot number 1257339. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257339 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : mount. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The mount was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number and expiration date unknown / not provided. G4: premarket identification k101880. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported fracture of mount used as abutment at tooth site 36 during implantation. Procedure has been completed with a new implant.